Event description:
Philips received info where a customer reported artifacts on a gallium scan, which presented as hot and cold spots on the spine. The pt required a rescan on another system to confirm pathology vs. Artifact. No reinjection was required for the rescan. There was no misinterpretation or pt mistreatment occurred as a result of this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).